Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using their avea ventilator, it is auto cycling with the disposable flow sensor. It is currently unknown if there was patient involvement associated with this event. The customer did not provide any information to identify the actual devices involved.